Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a connection related issue was reported. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation could not be determined. The root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test passed. A pairing test was performed and it failed. No data available for review. Confirmation of the reported event of a connection related issue could not be determined. The root cause could not be determined.